Event description:
Patient reported right side pain, "muscle and joint issues, diagnosed auto immune and hardening." Patient reported right side rupture. Device remains implanted. The event of "muscle and join issues, diagnosed autoimmune" are not considered device related.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture. Pain, muscle and joint issues, diagnosed auto immune and hardening.